Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arterial occlusion in the lower limb. A 2.5mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, upon inflation within specified pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arterial occlusion in the lower limb. A 2.5mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, upon inflation within specified pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned product consisted of a sterling sl balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the inflation lumen. The balloon was tightly folded. Microscopic examination revealed that there was no damage to the balloon; however, there was a hole in the inner shaft 13.5cm proximal of the tip. There was damage distal of the shaft hole. The distal tip was damaged. Inspection of the device presented no other damage or irregularities.